Event description:
It was reported the patient experienced a loss of therapeutic effect. The symptoms began about two months ago. The patient underwent a procedure to have cancer removed from her face. It was believed, the physician used cautery. Since then, the patient experienced trouble walking, felt wobbly and unsteady. The patient remains at home. Additional information has been requested, but was not available on the date of this report.